Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise and changes in the intrinsic morphology. The patient had low potassium at the time of the event. Technical services advised some programming options and to evaluate the patient's potassium levels. There were no additional adverse patient effects. The system remains implanted.